Manufacturer narrative:
H3, h6: the computer, lot number: 1936c01652, was returned to the manufacturer for analysis. When performing a final test, the dp port did not produce an image to the monitor, although image was present when failure analysis was performed. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was getting an intermittent "no source signal" message on the camera cart monitor. During this time the main cart monitor displayed normal video. No patient present. Troubleshooting was performed, the field representative (rep) reseated the cable going between two cards, one being the graphics.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735764, serial/lot #: (B)(6) h3, h6) the system was serviced in the field. In summary, the computer was replaced to alleviate the issues. Codes b01, c07, and d02 are applicable. H3, h6) the computer, product ID: 9735764, serial/lot #: (B)(6), was returned for analysis. In summary, no faults were found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and applicable configurations were set correctly. The video capture card functioned correctly and all display ports functioned correctly. The sound functioned on the ports as well. In addition, the computer passed all burn-in testing, the computer was fully functional. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.